Manufacturer narrative:
B5: information added.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging showed a small effusion around ventricles, with no noticeable change throughout the procedure. Heparin was used intraprocedural anticoagulation. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd double curve access system (was) which was then advanced into the left atrium (la). A non-boston scientific (bsc) guidewire was used in addition to the versacross radiofrequency (rf) wire for exchanges. A contrast injection of the laa was performed and it was noted there was a perforation of the laa due to contrast visibly leaking into the pericardium. A pe around the base of the heart was noted. A watchman closure device and delivery system (wds) was inserted, and the closure device was implanted with no hemodynamic compromise noted. Heparin was reversed with protamine per protocol. No interventions or patient complications were noted. The procedure was concluded. In the physician's opinion, it is unclear at what point the perforation occurred, but it was possibly during tsp or was entry into the la/laa. It was further reported the size of the pe that was discovered at the base of the heart was small in size. The patient was discharged without requiring further intervention.

Manufacturer narrative:
Medical media was provided and reviewed by boston scientific quality engineers. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging showed a small effusion around ventricles, with no noticeable change throughout the procedure. Heparin was used intraprocedural anticoagulation. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd double curve access system (was) which was then advanced into the left atrium (la). A non-boston scientific (bsc) guidewire was used in addition to the versacross radiofrequency (rf) wire for exchanges. A contrast injection of the laa was performed and it was noted there was a perforation of the laa due to contrast visibly leaking into the pericardium. A pe around the base of the heart was noted. A watchman closure device and delivery system (wds) was inserted, and the closure device was implanted with no hemodynamic compromise noted. Heparin was reversed with protamine per protocol. No interventions or patient complications were noted. The procedure was concluded. In the physician's opinion, it is unclear at what point the perforation occurred, but it was possibly during tsp or was entry into the la/laa. It was further reported the size of the pe that was discovered at the base of the heart was small in size. The patient was discharged without requiring further intervention.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging showed a small effusion around ventricles, with no noticeable change throughout the procedure. Heparin was used intraprocedural anticoagulation. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd double curve access system (was) which was then advanced into the left atrium (la). A non-boston scientific (bsc) guidewire was used in addition to the versacross radiofrequency (rf) wire for exchanges. A contrast injection of the laa was performed and it was noted there was a perforation of the laa due to contrast visibly leaking into the pericardium. A pe around the base of the heart was noted. A watchman closure device and delivery system (wds) was inserted, and the closure device was implanted with no hemodynamic compromise noted. Heparin was reversed with protamine per protocol. No interventions or patient complications were noted. The procedure was concluded. In the physician's opinion, it is unclear at what point the perforation occurred, but it was possibly during tsp or was entry into the la/laa.